Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that during an angioplasty procedure through femoral artery, the pta balloon allegedly leaked at the point by the guidewire light during inflation. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheters was returned for evaluation. A visual inspection was performed and device appeared to be bloody. No other anomalies were noted to the device. During the functional testing, balloon was inflated using an in-house presto inflation device. Balloon inflated to a nominal pressure of 8 atm and it's noted that balloon was able to maintain pressure and shape no leakage was noted. Then pressure was increased to 24 atm but before reaching this atm, water was noted to be exiting from the proximal glue joint. A partial circumferential glue joint break was noted to the proximal end of the balloon under magnification. Therefore, the investigation is confirmed for the identified glue joint break, as a glue joint break was noted during microscopic evaluation. The investigation is also confirmed for the reported leak issue, as water was noted to be leaking from the proximal balloon joint during functional testing. The glue joint break noted is the likely cause of the leak. However, the definitive root cause for the reported leak issue and identified glue joint break could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure through femoral artery ,the pta balloon allegedly leaked at the point by the guidewire light during inflation. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.